Manufacturer narrative:
As reported, while using a 5f mynxgrip vascular closure device (vcd), the physician observed that half the sealant was hanging out at the end of the sheath and "guessing" the other half was at the outside wall of the arteriotomy. The physician continued to hold the thirty (30) seconds and then laid down for ninety (90) seconds and proceeded to deflate the balloon and withdrawal of the device hoping that half of it took. Manual pressure was held for ten (10) minutes with no harm to the patient and no hematoma. The physician is trained on the use of the device. A diagnostic angiogram runoff was being performed at the time of the event. The physician had finished shooting the pictures, and proceeded with a groin shot, confirming placement of the sheath, the location of the stick and that there was no calcification. The mynxgrip was properly stored in the pyxis; opened in sterile field, handled, and prepped according to the instructions for use (IFU). The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at any time. The balloon was prepped with standard 3cc of saline. The procedure used a retrograde approach. There was no vessel tortuosity. The patient was not thin but not obese. Once the balloon was checked for holes and the inflation indicator popped out the back, the physician then pulled negative on the syringe a couple of times to deflate the balloon, and then proceeded to insert the tip into an unknown 5f sheath. Once up to the white indication marker, the balloon was blown up with a white, black, white on the inflation indicator and the stopcock was locked. The physician grabbed the handle coaxial to the procedural sheath at a 45-degree angle and withdrew the mynxgrip. Once at the arteriotomy, then proceeded to open the sidearm of the sheath with no flow observed. The tension was relaxed, getting bleed back in the sidearm of the sheath. Tension was reapplied and the bleed back stopped. The sealant was shuttled down to a hard stop, and it was then withdrawn to marry it back to the handle when the sealant issue was observed. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The syringe was connected to the device. The advancer tube was not returned with the device as received. The procedural sheath was observed on the outer cartridge tubing, fully retracted as received. The condition of the returned device likely indicates a complete removal of the device. It was reported that ¿half the sealant was hanging out at the end of the sheath;¿ however, a sealant was not observed stuck to the returned device components and/or returned with the device. It is unknown if the returned device was manipulated after the procedure. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Without an advancer tube or sealant present in the returned device, the deployment mechanism could not be tested. The procedural sheath was displaced to remove through the distal end, searching for any sealant remaining. However, no evidence could be observed. A microscopic analysis was executed to find any possible trace of sealant material that could be attributed to the event reported. Nevertheless, this was not possible as no sealant remnants were observed in the common manufacturing sealant position. The product history record (phr) review of lot f2227904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant sticking to the sheath during deployment. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, nor the product analysis or information available for review suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, while using a 5f mynxgrip vascular closure device (vcd) the physician observed that half the sealant was hanging out at the end of the sheath and "guessing" the other half was at the outside wall of the arteriotomy. The physician continued to hold the thirty (30) seconds and then laid down for ninety (90) seconds and proceeded to deflate the balloon and withdrawal of the device hoping that half of it took. Manual pressure was held for ten (10) minutes with no harm to the patient and no hematoma. The physician is trained on the use of the device. A diagnostic angiogram runoff was being performed at the time of the event. The physician had finished shooting the pictures, and proceeded with a groin shot, confirming placement of the sheath, the location of the stick and that there was no calcification. The mynxgrip was properly stored in the pyxis; opened in sterile field, handled, and prepped according to the instructions for use (IFU). The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at any time. The balloon was prepped with standard 3cc of saline. The procedure used a retrograde approach. There was no vessel tortuosity. The patient was not thin but not obese. Once the balloon was checked for holes and the inflation indicator popped out the back, the physician then pulled negative on the syringe a couple of times to deflate the balloon, and then proceeded to insert the tip into an unknown 5f sheath. Once up to the white indication marker, the balloon was blown up with a white, black, white on the inflation indicator and the stopcock was locked. The physician grabbed the handle coaxial to the procedural sheath at a 45-degree angle and withdrew the mynxgrip. Once at the arteriotomy, then proceeded to open the sidearm of the sheath with no flow observed. The tension was relaxed, getting bleed back in the sidearm of the sheath. Tension was reapplied and the bleed back stopped. The sealant was shuttled down to a hard stop and it was then withdrawn to marry it back to the handle when the sealant issue was observed. The device was placed in the bag along with the other half of the sealant and it is expected to be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 5f mynxgrip vascular closure device (vcd) the physician observed that half the sealant was hanging out at the end of the sheath and "guessing" the other half was at the outside wall of the arteriotomy. The physician continued to hold the thirty (30) seconds and then laid down for ninety (90) seconds and proceeded to deflate the balloon and withdrawal of the device hoping that half of it took. Manual pressure was held for ten (10) minutes with no harm to the patient and no hematoma. The physician is trained on the use of the device. A diagnostic angiogram runoff was being performed at the time of the event. The physician had finished shooting the pictures, and proceeded with a groin shot, confirming placement of the sheath, the location of the stick and that there was no calcification. The mynxgrip was properly stored in the pyxis; opened in sterile field, handled, and prepped according to the instructions for use (IFU). The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at any time. The balloon was prepped with standard 3cc of saline. The procedure used a retrograde approach. There was no vessel tortuosity. The patient was not thin but not obese. Once the balloon was checked for holes and the inflation indicator popped out the back, the physician then pulled negative on the syringe a couple of times to deflate the balloon, and then proceeded to insert the tip into an unknown 5f sheath. Once up to the white indication marker, the balloon was blown up with a white, black, white on the inflation indicator and the stopcock was locked. The physician grabbed the handle coaxial to the procedural sheath at a 45-degree angle and withdrew the mynxgrip. Once at the arteriotomy, then proceeded to open the sidearm of the sheath with no flow observed. The tension was relaxed, getting bleed back in the sidearm of the sheath. Tension was reapplied and the bleed back stopped. The sealant was shuttled down to a hard stop and it was then withdrawn to marry it back to the handle when the sealant issue was observed. The device was placed in the bag along with the other half of the sealant and it is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review was conducted for lot f2227904 and the product met quality requirements for product acceptance. The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.